Manufacturer narrative:
B3: date of event has been estimated. The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number were not provided. It is possible that the connection port was not fully connected/tightened thus resulting in the reported difficulties; however, as the device was not returned for analysis, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The indeflator was noted to be introducing air into the system to inflate balloon/stents. There was no reported adverse patient effect and there was no clinically significant delay in the procedure.